Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor on the navigation system would intermittently lose display, consistent to a flickering pattern. At the time of being informed of the issue, the representative was unable to replicate the reported issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The navigation system's monitor was returned to the manufacturer for analysis. Investigation found that the monitor would display a blue raster and no image. When the smart sync was activated the image would be displayed. When the power was recycled the blue raster would reappear. Ran the monitor for four hours and the image displayed several vertical lines and no image. The hardware investigation found that reported event was related to an electrical failure mode, the monitor did not display image. This issue was documented in a medtronic navigation hardware anomaly tracking database.